Event description:
It was reported that the patient was hospitalized due to ketones and high blood glucose (bg) levels of 20 mmol/l (360 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. At the hospital, the patient was administered insulin manually and an infusion to clear the ketones.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.